Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) em2400 valve sets leaked from ports 8 and 9 "when broth was being used". Furthermore, ports 8 and 9 were "supposed to be closed and not in use". There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from may 26, 2022 - may 30, 2022. H10: one (1) actual device was received for evaluation. The other sample was not received and therefore, could not be evaluated. Unaided visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by installing the valve set sample onto a compounder and a leak was observed from port 2 only. The reported condition was verified. The cause of the condition was supplier related. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.